Event description:
It was reported that review of test strips revealed noise on the ventricular lead. The patient was asymptomatic. The noise could not be reproduced in clinic with isometrics. The device was reprogrammed. The patients condition post event was fine. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).